Event description:
The customer reported that the central nurse's station (cns) did not alarm for an 8 second pause. The patient is on a transmitter using zm-view with a bsm-6000. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for an 8 second pause. The patient is on a transmitter using zm-view with a bsm-6000. No patient harm was reported. Investigation summary: on 8/2/2021, the customer reported that the cns did not alarm for an 8-second pause. It did however, alarm for a 4-second pause. Data was collected and analyzed by nihon kohden (nk). Nk analyzed the log and waveform information. As reported, the asystole alarm was detected when the ECG waveform stopped for about 4 seconds. The ECG waveform was stopped for 4.6 seconds, and the asystole alarm worked normally based on the setting that had been set as 4 seconds. At the time that the ECG waveform stopped for 8 seconds, asystole was not detected but pause and bradycardia were detected. Since there was an "unanalyzable" message log between these two alarms, it is presumed that noise was detected as pause that was less than 4 seconds instead of asystole. Nk concluded it was the performance limitations of the analysis algorithm. Nk found that the product was operating normally according to the specifications. The arrhythmia analysis algorithm application guide describes the inherent limitations in such an algorithm. The service history for this cns shows this is an isolated incident.

Event description:
The customer reported that their central nurse's station (cns) did not alarm for an 8 second pause. The patient is on a transmitter using zm-view with a bsm-6000. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor: model #: bsm-6000 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.